Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 6.2, lab: 3.1. Therapeutic range: 2-3. Nurse unable to provide additional patient information.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(4) 2011. Inratio meter = 6.2; reference = 3.1. Mean = 4.65; confidence limits = 2.6 - 6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Recent test conducted on lot 262187 on (B)(4) 2011 met accuracy criteria. Test results are as follows: donor 145 = 2.1, 2.6, 2.5 inr; donor 146 = 3.6, 3.5, 3.5 inr. At least two out of three replicates are within the allowable bias (+ 1.0) of reference results for donor 145 (2.22 inr) and donor 146 (3.10 inr), respectively. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met accuracy criteria. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2011, 13 discrepant result complaints were reported for lot #262187 yielding a complaint rate of 0.006 percent. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07 percent) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.